Event description:
It was reported that the device was used during a laparoscopic lleoanal pullthrough procedure, the blade broke off. An x-ray was performed, but the piece was not recovered. The case was very long and extremely complicated. There were a lot of metal staples in the patient at the time the device broke, which made it hard to locate the fragment. The case was completed with no patient consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 9.04mm from the top of the outer tube. The remaining portion of the blade was gouged and scratched at the base of the blade and had deep gouges and scratches at the fracture area. The clamp arm was detached from the inner tube, but attached to the outer tube. The inner tube was bent upwards at the hinch where the clamp arm detached. The tissue pad was melted, but still attached. The device was tested with the gen. The device functioned in air while being activated; however, did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been...